Manufacturer narrative:
The investigation was performed by considering complaint description, customer service reports, system history, & system log files. According to the initial information provided, the physician could not see the embolization during a hemostasis embolization when applying the glue. No health consequences were reported to this event. As no technical problems were identified during the investigation, the user was consulted to narrow down the problem further. The user complained about image quality in general. With this performed embolization procedure, he was unable to check whether the procedure he had performed was 100% reliable. Further investigation of the image quality also showed no deviations. The protocol, in which further adjustments to the image quality can be made according to the user's preferences, was then defined together with the user. No system deficiencies were identified.

Event description:
It was reported to siemens healthineers that a malfunction occurred while using the artis q ceiling. During an emergency procedure, the user stated that the doctor could not visualize the embolizations while applying glue due to degraded image quality in fluoroscopy mode. The procedure was continued and finished using the same system. We are unaware of any impact to the state of health of the patient involved. Siemens healthineers has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.